Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and power loss alarm. The customer's blood glucose reading was 455 mg/dl. The customer tried to treat with bolus from the pump. The customer stated that she was frustrated because insulin was not going through. The customer received power loss. The customer stated that the pump was off for over 12 hours without a battery. The insulin pump was not returned for analysis.